Manufacturer narrative:
Device is a combination product. A 20 x 3.50mm promus elite stent delivery system was returned for analysis. A visual (via scope) examination of the crimped stent identified stent damage. The damage was noted to the second most proximal stent strut row with the strut lifted and bent back in the distal direction. The stent showed no signs of movement on the balloon and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) of the undamaged mid and distal sections was measured by snap gauge and the result was within max crimped stent profile measurement. A visual examination (via scope) of the balloon sections found no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual (via scope) and tactile examination of the hypotube found multiple slight kinks along the hypotube. A visual (via scope) and tactile examination of the shaft polymer extrusion found no issues. A visual (via scope) examination of the tip identified tip damage. The device was loaded onto and tracked over a 0.014 inch' guidewire without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 26sep2019. A percutaneous transluminal coronary intervention was being performed. During dilation of a lesion, a 3.5 x 20mm promus elite stent kinked. This second 3.5 x 20mm promus elite stent was used but also kinked. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed stent damage.